Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare in (B)(4) for investigation. Our analysis is accordingly based on the information reported by the hospital and our knowledge of the product. It was stated that prior to the reported incident, the patient was moved from one area of the hospital to another. Furthermore, the hospital stated that it was possible for the circuit tubing to have been accidently pulled or become caught in other medical equipment at some stage of therapy. Without the complaint rt266 breathing circuit, we are unable to determine what may have caused the problem reported by the hospital. If the complaint device was returned, it would have been visually inspected and pressure tested. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have meet the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital in (B)(6) reported via the FDA that an rt266 infant dual heated evaqua2 breathing circuit was noticed to have a 'hole or leak'. No patient consequence was reported.